Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds resulting in loss of capture approximately four months post explant. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced. It was noted the physician had difficulty unscrewing the helix and used a locking stylet in order to explant the lead. No patient complications were reported. This rv lead is expected to be returned for analysis.

Manufacturer narrative:
This lead has not been returned; therefore, technical analysis cannot be conducted. Without a returned product it is not possible to definitively confirm how it may have contributed to the complaint incident. If pertinent information is provided in the future, a supplemental report will be submitted.

Event description:
It was reported that this right ventricular (rv) lead exhibited high pacing thresholds resulting in loss of capture approximately four months post explant. Subsequently, the patient underwent a revision procedure, and this rv lead was explanted and replaced. It was noted the physician had difficulty unscrewing the helix and used a locking stylet in order to explant the lead. No patient complications were reported. This device has not been returned despite good faith efforts thus far. Should the device be returned in the future, laboratory analysis will be performed, and an updated report will be issued.